Event description:
It was reported that a gradual increase in pacing lead impedance and capture threshold were observed. Programming changes were made. The lead remains implanted. Patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the lead was capped and replaced.